Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently delivered too much insulin during a bolus. The customer's blood glucose (bg) level subsequently decreased to range from 64-100 mg/dl. Customer consumed carbohydrates to address bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.